Event description:
Device report from (B)(6) indicates 2 plates broke post operatively. After an injury on (B)(6) 2009 an osteosynthesis of the distal part of the humerus was performed with two plates. At (B)(6) 2010, suddenly pt felt pain in the region of the injured arm. X-ray showed the implants were broken. On (B)(6) 2011 the broken plates were replaced. This is the second of two reports for this event.

Manufacturer narrative:
Info was received in the synthes (B)(4) complaint handling unit on (B)(4) 2012. Device is not distributed in the united states. Device was received at synthes gmbh and is in the evaluation process, no conclusion has been drawn.